Event description:
Upon initiation of tpn solution, pt became flushed, had an increase in heart rate. Tpn discontinued and response abated. Calcium gluconate vial in lot # showed some precipitation (if crystallization occurs, warming may dissolve the precipitate - note on side of vial. Seven days later in a different hospital serviced by this co, a similar response happened to a female pt, upon initiation of tpn - reaction abated when tpn stopped. Other identical ingridients in both solutions include: sterile water for injection, baxter, lot# c725374, exp 11/208. Sterile water for injection, hospira, lot#60258 jt, exp 06/01/2009. Dextrose 70% 2000ml, baxter , lot# c716266, exp 07/2008. Dextrose 70% 2000ml, hospira, lot#59-205-fj, exp 11/1/2009. Aminosyn ii 15%, 2000ml, lot#589-203-fj, exp 05/2009, hospira. Sodium chloride 23.4%, 250ml vial, lot#61994dw, 01/01/2009, hospira. Potassium chloride 2meq/ml - 250ml vial, lot#62067dw, exp 02/01/2009, hospira. Multitrace concentrate, american regent, lot# 7639, exp expires 10/2009. Potassium phosphates, hospira, lot# 55-183-ev, 07/01/2009. Magnesium sulfate 50%, 50ml vial, hospira, lot# 57-148-dk, exp 09/01/2009. Mvi adult (multi-vitamin infusion), mayne pharmaceutical, lot#nl2417, exp 03/2009. IV sets and bag. Baxa - primary valve assemble, lot#710281, exp 12/2010. Baxa - vented, micro-volume inlet, lot#711009, exp 12/2010. Baxa, non-vented, high-volume inlet, lot#71073, exp 12/2010. Baxa, vented, high-volume inlet, lot# 707625, exp 10/2010. Baxa, eva container, exacta-mix 2000ml bag, lot#830003, exp 01-2011. Dose or amount: 15.54ml per tpn bag, frequency: daily, route: IV. Dates of use: 2008. Diagnosis or reason for use: nutrition required IV. Event abated after use stopped or dose reduced: yes.